Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 6mm monopolar cautery instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and would have measured approximately 5.34mm x 2.57mm in size. The broken tip adapter also caused the contacts within the tip to break. The broken tip adapter made it difficult to install a tip and caused the tip to not be securely attached. Additional finding(s): the instrument was found to have detached fragments that were likely caused by the broken instrument tube adapter and broken contacts. The instrument had broken contacts due to a damaged tube adapter. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use.

Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the 6mm monopolar cautery instrument was observed to have an incomplete tip. The procedure was aborted due to patient having too much perinephric fat making it difficult to identify the critical structures necessary for procedure completion and it was being referred to a higher level of care. Intuitive surgical inc., (isi) followed up with the robotic coordinator and obtained the following additional information: no fragments were reported to have fallen from the instrument while in use during the last procedure. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material.